Manufacturer narrative:
The insulin pump was received unresponsive up button due to corroded keypad traces. No unexpected ramping of numbers noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on liquid crystal display window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the numbers on the insulin pump's screen were scrolling during bolus. Customer did not recall any significant events leading up to the event. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.